Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and oxygen blender module board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board and sensor board. The oxygen blending module board and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to transducer (u29) being out of tolerance. The sensor board was evaluated and was found to operate to design specifications.